Event description:
It was reported that the physician was having difficulties with their hand held. The manufacturer rep went to the site to troubleshoot the programming system and during an attempt to interrogate a demo generator; the hand held screen froze during the initial interrogation. A hard reset was performed on the hand held, and an interrogation was successfully performed. The rep provided the physician and staff with the troubleshooting steps to resolve the frozen screen. The site did not request a new device be sent, therefore, the device will not be returned to manufacturer for analysis. The manufacturer has already identified that under certain type of conditions, this screen freeze event can occur with the (B) (6) handheld computer.